Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the keypad. The customer stated that they had high blood glucose of 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response at the act button due to an unlocked connector on the lcd board. Unable to perform any tests due to button unresponsiveness. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.